Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection reveled that only the suture and both plates were returned for evaluation, one of the plates is broken. The suture was found in a normal condition. The overall complaint was confirmed as the observed conditions of the omnispan meniscal repair 12deg would contribute to the complained device issue. Based on the investigation findings the root cause is traced to procedural variables, such handling of the device or product interaction during procedure; the depth of tissue penetration was not maintained, therefore, the plate did not fully trespass the soft tissue. The root cause for the broken plate can be attributed to an excessive tension of the suture, consequently the plate broke. As per IFU at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual inspection reveled that only the suture and both plates were returned for evaluation, one of the plates is broken. The suture was found in a normal condition. The overall complaint was confirmed as the observed conditions of the omnispan meniscal repair 12deg would contribute to the complained device issue. Based on the investigation findings the root cause is traced to procedural variables, such handling of the device or product interaction during procedure; the depth of tissue penetration was not maintained, therefore, the plate did not fully trespass the soft tissue. The root cause for the broken plate can be attributed to an excessive tension of the suture, consequently the plate broke. As per IFU: at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. D4: the expiration date has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary : a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual inspection reveled that only the plates and a partial part of the suture are shown, one of the plates is bent. The remaining plate and suture do not show stcrtural anomalies. The overall complaint was confirmed as the observed conditions of the omnispan meniscal repair 12deg would contribute to the complained device issue. Based on the investigation findings the root cause is traced to procedural variables, such handling of the device or product interaction during procedure; the depth of tissue penetration was not maintained, therefore, the plate did not fully trespass the soft tissue. The root cause for the bent plate can be attributed to an excessive tension of the suture, consequently the plate bent. As per instructions for use (IFU): at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. Use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a meniscal repair surgical procedure it was observed that a plate pulled out of the omnispan meniscal repair 12deg device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.